Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead exhibited high and rising impedance over the course of six months. It was noted that over the last month impedances have leveled off. The lead remains in use and will be monitored. No patient complications have been reported as a result of this event.